Event description:
A caller reported an issue with the touchscreen responsiveness of a pump, where the screen was frozen and would not respond to inputs, preventing interaction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). No additional information was received regarding the outcome of the event.